Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. During in-house investigation, the meter switched on as expected. It was determined that the date on the meter was set incorrectly. The date was corrected. Since the date and time of the meter were not verified, the alleged missing readings could not be verified. Customer service mode was run, which showed no anomalies. Three control tests were run using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.